Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 580 mg/dl. Customer stated that the insulin pump had stuck button error alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened dome switch on esc and act button. Connector was inspected and locked on lcd board. No button error alarm during testing. Pump passed displacement test, self test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.